Event description:
Customer received the new insulin pump. Customer reported high blood glucose. The blood glucose reading is 415 mg/dl. Customer was seen by the physician for treatment. The physician treated with manual injection. Customer was experiencing nausea. During troubleshooting, time and date are correct. Programming is correct. High pressure test passed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.